Event description:
Boston scientific received information stating: the bsc device recorded a shock impedance measurement of >20 ohms, an issue is suspected with the competitive rv defibrillation lead. The patient would be monitored for further out-of-range shock impedance measurement no other details provided. (B)(6) hospital. Lead implanted (B)(6) 2009. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).